Manufacturer narrative:
Internal report reference number: (B)(4). Pen needles were returned for evaluation. Evaluation in process note: manufacturer contacted customer in a follow-up call on 04-jun-2025 to ensure the customer¿s initial concern was resolved- the customer is comfortable with the replacement product.

Event description:
Consumer reported complaint for the trueplus pen needles. Customer stated that the pen needles will not aspirate when she attempts to inject her insulin. Customer stated the package had not been open or damaged when received. Customer has been using the product since 05/05/2025. The customer is using compatible product and the pen needle is properly aligned. At the time of the call the customer felt well and did not report any symptoms. Customer did not claim to be injured while using the pen needles and no medical intervention related to the use of the product was reported.

Manufacturer narrative:
Sections with additional information as of 08-sep-2025: h3: was the device evaluated by the manufacturer and if the device was not evaluated, select from the approved FDA codes or select 'other' and enter text in h10. H6: updated FDA¿s type, findings and conclusions codes. H10: pen needles were returned. Returned product unable to be shipped to manufacturer due to biohazard. Returned product scrapped. Complaint was forwarded to supplier quality and internal evaluation was performed by the manufacturer using pen needles from the same lot. No abnormalities observed with retention samples. Most likely underlying root cause: mlc-009: use error caused or contributed to event.